Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Information was from a company representative (rep) via a consumer regarding a patient receiving intrathecal baclofen and dilaudid therapy (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. In (B)(6) 2011, they got a new pump that was connected to the original implanted 8709 catheter (implanted (B)(6) 2001). Her original pump implant was also in (B)(6) 2001. Immediately, she was not getting adequate therapy and it was revised with a sc revision kit. She got adequate therapy for approximately 6 months. Additional information has been requested, but was not available as of the date of this report.